Event description:
It was reported that the patient experienced a shocking sensation on both sides of her arms and neck. The patient further described it like an ¿epileptic seizure.¿ this occurred only when she was laying down. It did not occur when stimulation was off. This occurred after she moved some microwaves and heavier items than normal. Shortly after she noticed the shocking sensation. It was getting worse over time. Impedance measurements were normal and there was no shocking during the impedance test. Palpation of the lead/extension noted normal impedances. An xray was recommended. It was further reported that fluoroscopy showed no malfunctions. Everything appeared normal. It was further reported that the patient was being taken for revision and a call was made to discuss options. The cause of the shocking was still undetermined. It was noted that the patient had looping of the extension to the point it was causing a lump under the skin. Impedances were still fine, but the shocking continued as before. The stimulation was off. Of note, when stimulation is on, coverage was good. Additional information was requested, if received, a follow up will be sent.

Manufacturer narrative:
Product ID 377745 lot# v016736, implanted: 2009 (B)(6), product type lead product ID 37754 lot# serial# (B)(4), product type recharger product ID 37744 lot# serial# (B)(4), product type programmer, patient product ID 3550-29 lot# n196094, implanted: 2009 (B)(6), product type accessory product ID 3708160 lot# serial# (B)(4), implanted: 2009 (B)(6), product type extension. (B)(4).